Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia over 400 mg/dl while the ilet was dosing, and the caregiver administered a fast-acting insulin injection without disconnecting the pump; education was provided to disconnect from the pump for at least 90 minutes after short-acting injections to avoid stacking insulin, and the event was categorized as an improper or incorrect user procedure with no device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.